Manufacturer narrative:
Follow-up #1: date of submission 03/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2017 with the following findings: one power on reset event was observed in the black box on (B)(6) 2016. "Cs012" and "cs052/054" alarms were observed in the black box. On investigation, the pump was able to power on properly. There was no evidence of physical damage in or around the battery compartment. The battery cap was not returned; a test cap was used to complete testing. Intermittent power was not duplicated during the investigation. No damage, defect or contamination was found inside the insulin pump. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.